Manufacturer narrative:
The reported event that lag screwdriver gamma3® 380x110mm was alleged of issue instruments - lag screwdriver, broken, worn or deformed could not be confirmed, since the product was not returned for evaluation and no other evidences were provided. Evaluation revealed the lag screwdriver gamma3® 380x110mm to be the subject product. No further associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation, no design or manufacturing related issues were found. A physical examination of the device was not possible since the affected device was not returned and no other evidences were provided for investigation. According to the labelling review, sufficient guidelines are provided in the instruction for use that physicians should ensure that they are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As neither the item nor further information were provided, the reported event could not be confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not received.

Event description:
It was reported that there was a recent incident of broken lag screw driver stryker 1320-0200 with lot# k932288 imprinted on it.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there was a recent incident of broken lag screw driver stryker 1320-0200 with lot# k932288 imprinted on it.